Event description:
It was reported by service report that the side rail was missing a compression spring which potentially could cause it to come unlatched in the raised position. No patient involvement or adverse consequences are reported.